Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
No part reading was reported, related to an defective hls cable. The event occurred during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
No part reading was reported, related to an defective hls cable. The failure occurred during maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The failure could be replicated and the hls cable was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pressure related failure could be confirmed on the date of event. Another hls cable was already investigated with a similar failure by getinge life cycle engineering (lce), the root cause for the missing connection is a broken wire within the cable, which originated from external force. Further, due to the age of the device and this component hls cable, age related aspects can be considered as well. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2017-01-07. The review of the non-conformities has been performed on 2024-05-06 for the period of 2017-01-07 to 2024-05-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "no part reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. This event is considered to be reportable since wrong or no pressure readings can lead to a pump stop, if an intervention is set by the user, which is a potential risk for a patient. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).